Event description:
It was reported during remote follow up that the left ventricular lead exhibited intermittent capture. Diagnostic imaging returned no anomalies. Programming changes were successfully completed. There were no patient consequences.